Manufacturer narrative:
Product was unable to be returned. Investigation being performed on a retain from the stated lot - still in process.

Event description:
Product did not set up. No other details are known as to the temp in the operating room or mixing time as the rep was not present at the case. There were no complications with the pt, and another box was used successfully.